Event description:
It was reported that the 9900 system had an interlock failure during a case. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.